Manufacturer narrative:
The subject device was received at olympus sbc (service business center) and is being shipped to legal manufacturer for investigation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during an ebus (endobronchial ultrasound ) examination, the needle tip could not be pulled back into the tube. The device was replaced and the intended procedure was completed with a new needle. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the evaluation and legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was a kink near the proximal end of the sheath, near the handle. When advancing and retracting the needle, this kink moved with the needle during extension, likely attributed to a bend in the needle. The sheath was still connected to the handle, and distal hypotube was present. Upon observing the distal end of the device, the pebax was bunched and torn. The needle tip was sharp and in good condition, without physical damage. When fully extended, the needle protruded approximately 1.828 inches from the distal end of the sheath. This is further than the specified length of: 1.35 to 1.60 inches. There was resistance when extending the needle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified. Based on the results of the investigation, the probable cause of the failure is a result of forcing the device through resistance. The event can be detected/prevented by following the instructions for use which states: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance of this device.